Event description:
It was reported the up button was not working on the insulin pump. Customer states she has to press the button really hard in order for it to respond. The device was not dropped, bumped, or exposed to moisture. Customer did not know blood glucose level. No further information provided.

Manufacturer narrative:
The insulin pump was received all buttons function properly, however corroded keypad traces noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.